Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported received a pump error 82 and a battery failed message. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error and customer was able to clear the alarm and pump rewind and also passed the displacement test. Troubleshooting was performed for battery failed alarm and there was no damage to the battery cap contacts. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. The pump history and trace files were successfully downloaded using thump. A review of the pump history file shows on 5/4/2025 at 18:33 there was a pump error 82 (line number 589 file number 121) alarm followed by a battery failed alarm. As per mark freger, r&d software engineer: pump error 82 was generated due to a race condition in the tvp which results in a corruption of the melody pattern - suspecting the sw but cannot be confirmed without detailed traces - they did not cover the timeframe of the pe82 occurrence failed battery alarm (pump error 58) was expected since after pump restart caused by pump error 82 the aa battery did not pass the startup battery test ( it was depleted). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, cracked battery compartment, and pillowing keypad overlay. Pump error 82 alarm is confirmed, fault isolated to the hardware/software. Battery failed alarm is confirmed due to a low voltage battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.